Event description:
Oesophagus resection. Ralc45 dlu calibrated, got into firing range and was fired. Device fired staples completely but partially cut. There were malformed staples observed on the proximal and distal sides and a leak developed. Manual oversewing was done to complete the case without further incident.